Event description:
It was reported that following placement of two stents, an angio-seal device was deployed in the right femoral artery. The pt experienced pain and a vagal reaction (bradycardia and hypotension). No bleeding was observed from the puncture site and foot pulse was normal. After a few moments, the pain subsided slightly and the pt was transferred to the intensive care unit. When the angio-seal tension spring was removed, swelling of the abdomen was noticed and the pt became unstable (hypovolemic shock). Emergency vascular surgery after resuscitation revealed that the angio-seal device was placed on the ligament instead of the arterial wall, with retroperitoneal bleeding as a consequence (the puncture was made through the ligament). The pt later expired. Add'l info received on november 21, 2001 stated that a pre-placement angiogram was not performed prior to deployment. The pt received reopro following stent placement. It should be noted that the vascular surgeon stated that the pt's anatomy was "not normal".